Event description:
A customer reported a cartridge change error in their insulin pump, which did not cause their blood glucose to exceed 500 mg/dl. Technical support guided the customer through several troubleshooting steps, including inspecting and replacing the cartridge and cleaning the pump's pneumatic tap area. Despite these efforts, the customer was unable to load a new cartridge successfully. Reportedly, the customer reverted to alternate method of insulin therapy.

Event description:
It was reported that a cartridge change error occurred with the customer's pump. The highest recorded blood glucose level associated with the incident was 320 mg/dl and high ketone levels. The customer eventually sought medical attention in the emergency room, where they received intravenous fluids and insulin. Reportedly, the customer was released a few hours later with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended. Reportedly, the customer reverted to alternate method of insulin therapy.